Manufacturer narrative:
The actual date of event is unknown. The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that during alaris device assessment, pump module was identified with green deposits on the male iui connector. This was observed by bd representatives during their site visit. There was no patient involvement.

Event description:
It was reported that during alaris device assessment, pump module was identified with green deposits on the male iui connector. This was observed by bd representatives during their site visit. There was no patient involvement.

Manufacturer narrative:
Omit: c20 - no findings available. Additional information: initial reporter e-mail, imdrf annex a, g,b, c and d codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the facility report regarding the green deposits on the male iui connector was not confirmed during the investigation. No devices were returned for investigation. ¿ an external and internal inspection could not be performed. There were no suspect devices/products returned for this investigation. ¿ the device was not returned; therefore, the records could not be downloaded. The facility provided the event log and error log of the suspect pump module. No errors related to the event were found. Reviewing system event logs was deemed unnecessary. ¿ laboratory testing could not be performed; there were no suspect devices returned for this investigation. ¿ the bd alans system¿ cleaning and disinfecting procedures state the approved cleaning solution for use: o clorox healthcare® bleach germicidal wipes. O dispatch® hospital cleaner disinfectant towels with bleach o metrex caviwipes¿ bleach disinfecting towelettes ¿ do not return a damaged device to patient use. Damaged devices can result in patient harm. Send the damaged device to biomedical engineering for repair. ¿ there was no patient involvement. ¿ the devices are used for treatment purposes as intended per 21 cfr 820.198(d)(2) root cause: the root cause of the green deposits on the male iui connector could not be determined as no devices were received for this investigation. However, the event reported by the facility may be attributed to the use of unapproved cleaning chemicals.

Manufacturer narrative:
Omit: a25 - no apparent adverse event (3189), b24 - event history log review, c19 - no device problem found, d14 - no problem detected. Additional information: imdrf annex a, g, b, c, d codes and manufacturer narrative. Note that this report lists imdrf annex a1801, g02017, c23, d11 codes not associated with the reported event but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue.

Event description:
It was reported that during alaris device assessment, pump module was identified with green deposits on the male iui connector. This was observed by bd representatives during their site visit. There was no patient involvement.